Event description:
Patient arrived to hospital with chest pain. Patient declined rapidly and required intubation and shock. Patient was taken to cathlab for intra-aortic balloon (iab) catheter: datascope 7f 400cc sensation iabp. When patient returned to cardiac ICU, the expected wave form for the balloon pump was not present. The staff attempted to correct and the iabp pump alarmed that it could not sense the pressure monitor. Vendor contacted for tech support and tech support worked with staff to attempt return of iabp sensing function. Sensor's function did not return and patient returned to cathlab for removal of non-functioning iab catheter. A new iab catheter was placed and functioned correctly.